Event description:
On (B)(6) 2011, company representative was contacted by patient's mother. Mother reported that patient "must have had a faulty pump because he has never been able to regulate his blood sugars." Patient is no longer using the infusion device and seems to be "okay with injections." Multiple attempts were made to reach the patient and his mother, but these attempts were unsuccessful. Follow-up was then completed with mother on (B)(6) 2011. Mother advised the patient stopped using the infusion device 3-4 months ago. Patient tried different settings on the infusion device, but this did not resolve the concern. No additional information was provided. Infusion device was requested for evaluation. It is unknown if the patient required treatment from a health care professional or second party to address the issue.